Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 the smart control 10x80mm turning dial returned after turning in the direction of the arrow. After that, the physician turned the dial strongly and the complaint device was able to be deployed, but there was stronger stress than usual. The lesion was a thrombotic lesion in the external iliac artery, and a direct stent was placed without pre inflation, but the stent itself was not fully expanded, so post inflation was performed several times. It is possible that the outer sheath got stuck on the lesion. There was no reported injury to the patient. This was an evt case and a cross-over approach was used. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. A product history record (phr) review of lot 18043750 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿tuning dial (smart control only) rotation difficulty¿ and ¿stent-ses incomplete expansion¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors and vessel characteristics (although unknown) may have contributed to the reported event as predilatation was not performed. According to the safety information in the instructions for use, ¿contraindications generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the smart control 10x80 turning dial returned after turning in the direction of the arrow. After that, the physician turned the dial strongly and the complaint device was able to be deployed, but there was stronger stress than usual. The lesion was a thrombotic lesion in the external iliac artery, and a direct stent was placed without pre inflation, but the stent itself was not fully expanded, so post inflation was performed several times. It is possible that the outer sheath got stuck on the lesion. There was no reported injury to the patient. This was an evt case and a cross-over approach was used. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the smart control 10x80 turning dial returned after turning in the direction of the arrow. After that, the physician turned the dial strongly and the complaint device was able to be deployed, but there was stronger stress than usual. The lesion was a thrombotic lesion in the external iliac artery, and a direct stent was placed without pre inflation, but the stent itself was not fully expanded, so post inflation was performed several times. It is possible that the outer sheath got stuck on the lesion. There was no reported injury to the patient. This was an evt case and a cross-over approach was used. The device was discarded.